Manufacturer narrative:
Added patient¿s medical history.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis instructions for use (IFU), device-related complications and adverse events include, but are not limited to thrombosis or occlusion of device. (B)(4).

Event description:
On (B)(6) 2017, this patient presented with an iatrogenic pseudoaneurysm of the proper hepatic artery (pha) after pancreaticoduodenectomy (pd) for pancreatic cancer. A gore® viabahn® endoprosthesis was implanted in the pha. Its distal end was located proximal to the origin of the middle hepatic artery (mha), so the mha was not covered. Hemostasis was achieved, and no issue was reported. The patient tolerated the procedure. It was reported antiplatelet therapy had not been administered and may have contributed to the occlusion. One week after the initial procedure, computed tomography (CT) confirmed there was blood flow through the endoprosthesis. On an unknown date in (B)(6) 2017, CT showed that the endoprosthesis was occluded. Blood flow to the right side of the hepatic was preserved by intrahepatic blood flow, so no intervention was performed.